Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6, h10 corrected fields: b5 (device name), e1 (telephone), h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that no image issue occurred due to the faulty dp board (printed circuit board). However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Correction to information provided in the initial report: the subject device is the evis lucera elite video system center.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found no signal output from the digital visual interface signal port due to a faulty printed circuit board failure. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The olympus sales representative reported (on behalf of the customer) that the evis light elite video system center had a black screen issue. The issue occurred during reprocessing, and the diagnostic procedure (gastroscopy) was completed with a similar device and without delay. The patient was not under anesthesia. There was no patient harm associated with the event.